Event description:
It was reported that this lead was an attempted implant due to helix extension/retraction difficulties encountered during the procedure. The physician extended and retracted the helix but it didn't work smoothly and was not making good contact with the intended implant position. Low amplitude and placement difficulties were also identified during the procedure. No adverse patient effects were reported. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood/body fluid in the helix housing and it was also identified that the helix was stretched-out and/or bent. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. The helix mechanism was tested and and it was found it was functional (extension/retraction) but with more turns than recommended due to the bent.

Event description:
It was reported that this lead was an attempted implant due to helix extension/retraction difficulties encountered during the procedure. The physician extended and retracted the helix but it didn't work smoothly and was not making good contact with the intended implant position. Low amplitude and placement difficulties were also identified during the procedure. No adverse patient effects were reported. The product was received for analysis.